Manufacturer narrative:
The device was not returned to olympus for inspection however the investigation has been performed based on the provided information by the customer and inspection results by the field service engineer. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center had a traces of moisture on the connector. There was no patient involvement.